Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare for evaluation. Therefore, our investigation is based on the information provided by the customer, previous similar complaints and our knowledge of the product. Results: it was reported that the mr290v vented humidification chamber was leaking and had a crack along the seam. No response was received for additional questions that were sent to the customer. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: without the return of the complaint device or any further information we are unable to determine what may have caused the problem reported by the customer. If the complaint device was returned it would have been visually inspected by a trained fph service engineer. All mr290v vented autofeed humidification chambers are pressure and flow tested prior to being released for distribution. The user instructions that accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Do not use the chamber if the seals are not intact when received, or if it has been dropped." "Maximum operating pressure: 8 kpa".

Event description:
A hospital in (B)(6), reported to the FDA (voluntary report no: mw5041998) that a crack was found on an mr290v vented autofeed humidification chamber during use. The incident was reported to fisher & paykel healthcare (fph) on 15 july 2015. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Please note this report was initially submitted on (B)(6) 2015. However, due to an error with the FDA gateway it was not accepted. We are in the process of gathering further information regarding the reported event. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported to the FDA ((B)(4)) that a crack was found on an mr290v vented autofeed humidification chamber during use. The incident was reported to fisher & paykel healthcare (fph) on (B)(6) 2015. No patient consequence was reported.